Manufacturer narrative:
The device is currently not available for analysis. No conclusion regarding the clinical observation can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an estimated implantation time of 36 months, an increase in impedance and pacing threshold was reported. The patient was admitted to the hospital, and the lead was explanted. It was not returned to biotronik for analysis. Biotronik currently has no information regarding the precise implantation and explantation dates. No deterioration of the patient¿s state of health was reported.